Manufacturer narrative:
The following case part was added to this complaint. No other changes were made. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:(bi71000529), ubd:unknown, UDI:unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Manufacturer narrative:
H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A1102 applies to when pressing 3d mode, the system displayed an "invalid setup" message. A110201 applies to pendant did not always react when some buttons were pressed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when pressing 3d mode, the system displayed an "invalid setup" message. Troubleshooting steps included restarting the system, but this did not resolve the issue. Additionally, the pendant did not always react when some buttons were pressed. There was no patient involvement reported.